Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an (B)(6) female patient who was pronounced deceased on the scene, the device inappropriately prompted an "attach pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Clinical data was not available for evaluation as the device did not detect a valid impedance. The device history log was evaluated and there was no evidence to suggest a device malfunction. Follow-up communication with the customer confirmed that patient preparation was not performed prior to the application of the electrode pads. Zoll recommends that patients are cleaned and clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. The device was recertified and returned to the customer. No trend is associated with reports of this type.